Event description:
It was reported that a lead safety switch (lss) occurred on this pacemaker and right ventricular (rv) lead due to high out-of-range pacing impedance of greater than 2,000 ohms on the rv lead. Boston scientific technical services (ts) recommended bringing the patient into the clinic for further evaluation. Ts also provided some reprogramming options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a lead safety switch (lss) occurred on this pacemaker and right ventricular (rv) lead due to high out-of-range pacing impedance of greater than 2,000 ohms on the rv lead. Boston scientific technical services (ts) recommended bringing the patient into the clinic for further evaluation. Ts also provided some reprogramming options. This device was explanted and replaced no additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.